Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer experienced high blood glucose. Blood glucose level was 463 mg/dl and current blood glucose level was 220 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was not using insulin pump on auto mode. The insulin pump will not be returned for analysis.